Manufacturer narrative:
Evaluation approval date: 16-sep-2020 per (B)(4), the disassembled tri-drive handle reported in was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Event description:
As was reported, this instrument was found to be broken during set up. It was not used on a patient. There was no surgical delay. Patient was last known to be in stable condition following the event. Device will be returned.